Event description:
It was reported that the tip of the pituitary broke as the patient underwent a transforaminal lumbar interbody fusion. No patient co mplications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. The upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a fairly brittle fracture, with the remaining portion of the dynamic jaw bent downward, suggesting a lateral direction of fracture. The location, direction, and amount of force required in order to induce a fracture of the jaw is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.